Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4). Device evaluated by MFR.:  it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.   (B)(4).

Event description:
It was reported that stent damage occurred. The patient presented acute myocardial infarction (ami) and triple vessel disease. The 100% stenosed target lesion was located in the severely calcified and severely tortuous mid and distal right coronary artery (rca). The physician had difficulty crossing the lesion with a balloon catheter but it finally crossed and so, plain old balloon angioplasty (poba) was performed. Subsequently, a 32 x 2.75 promus premier¿ stent was advanced to treat the lesion. However, the device was unable to cross the lesion. Parallel wire technique was then applied and a non-bsc device was used to make the 32 x 2.75 promus premier¿ stent cross the lesion, despite several attempts the issue was not resolve. The device was then removed from the physician and it was noted that the distal and proximal end of the stent struts were lifted. The procedure was completed with this device and no patient complications were reported. Patient's status was good.